Manufacturer narrative:
Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Device has not been returned to manufacture.

Event description:
The dentist reported that patient reported with unknown broken locator abutment. The screw part of the abutment is still in implant and doctor needs tool to remove the fractured screw part from the implant. Patient states that the top part of the locator abutment was swallowed.